Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to troubleshoot issue. It was found umbilical cable is damaged. A cable was ordered and replaced, a calibration was performed and the system started to work as intended. System passed all testing and was put back into use. Cable was sent back to manufacturer for evaluation. Umbilical cable was installed in the test system and failed in the system for "low frame rate levels". Problem was intermittent. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Customer reported that they can not take images and have error between the mobile view station (mvs) and the imaging system. There was no patient present when this issue was identified.